Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker and minor scratches on the display window.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported that the insulin pump alarmed no delivery. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer reported that the no delivery alarm was resolved by a complete set change. Customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.